Event description:
It was reported that the patient had elevated atrial capture thresholds after a coronary artery bypass grafting (CABG) procedure. The lead was replaced and once the new atrial lead was plugged into the device the threshold was acceptable. The patient was stable after the procedure.